Event description:
The customer reported to beckman coulter (bec) that there was a blue liquid leak of approximately 10 ml from the right side of the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed a clenz leak from a small split on I-beam tubing at pinch valve (pv37). The fse replaced the tubing resolving the leak. The fse also verified tubing on all pinch valves in main diluter compartment. Failure mode was attributed to split I-beam tubing at pv37. (B)(4).